Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement is unconfirmed. The aortic rupture with additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a distal stent fracture and migration of the proximal extension (amount unknown) occurred that was not included in the event as reported. The fracture and migration were discovered during a review of the operative notes dated 02/13/2023. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged to home on postoperative day two in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) suprarenal aortic extensions, and one (1) infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) year post initial procedure the patient presented with an enlarging aaa to 11.4cm in diameter without a visible endoleak. The aneurysm ruptured in the emergency room. The physician elected to reline the original implanted devices with another afx2 bifurcated stent graft, a suprarenal aortic extension and an ovation ix iliac extension to resolve this event. The patient was reported as doing well post secondary procedure. Additional information: an internal clinical assessment shows reasonable evidence to suggest a distal stent fracture and migration of the proximal extension (amount unknown) occurred that was not included in the event as reported. The fracture and migration were discovered during a review of the operative notes dated 02/13/2023.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) suprarenal aortic extensions, and one (1) infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure the patient presented with an enlarging aaa to 11.4cm in diameter without a visible endoleak. The aneurysm ruptured in the emergency room. The physician elected to reline the original implanted devices with another afx2 bifurcated stent graft, a suprarenal aortic extension and an ovation ix iliac extension to resolve this event. The patient was reported as doing well post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 - device remains implanted.